Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was provided: why does the surgeon believe that the patient¿s readmittance for nausea was associated with the echelon stapler line reinforcement material? Per surgeon, it was the only thing new that he used and was the main outlier in his routine sleeve gastrectomy. Was nausea the only reason the patient was readmitted? Yes. What treatment did the patient receive for their nausea? IV fluids & zofran. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that post op of a laparoscopic gastric sleeve procedure that the patient experienced increased nausea. Patient was re-admitted. There were no adverse consequences for the patient.